Event description:
It was reported that a pt who had recently had their pacemaker removed was bradycardic and was exhibiting a waveform known as an aganol waveform. To prevent the dash monitor from alarming, the user facility set the low heart rate alarm to its lowest setting (30). After a period of time, the nurse returned to find the pt in distress. CPR (cardio pulmonary resuscitation) was administered. The pt is now in itu (intensive therapy unit). Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once investigation results are available.